Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. It was reported that the ins was implanted in (B)(6) 2017. The exact date the event/difficulty occurred was unknown. The patient experienced a return of painful symptoms as the ins went flat. Replacement of the recharger did not resolve the issue. The nurse tried to troubleshoot in the clinic and an x-ray was taken to rule out a flipped ins. It was confirmed the ins was not flipped. Another manufacturer representative did another troubleshooting session in the clinic and managed to get some bars. In regards to the cause of the recharging issue, the nurse suspected the ins may be a little too deep.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a recharging issue. It was reported the patient could not recharge the implantable neurostimulator (ins) due to lack of bars between the ins and recharger. The patient had good bars initially post-operative. It was unknown what factors may have led or contributed to the issue. The patient attended a clinic for troubleshooting with the nurse. The nurse tried to reposition the recharger to increase the number of bars but this was not achieved. It was advised to x-ray the ins to check the position. The issue was not resolved at the time of the report. The ins remains implanted but with no power. It was unknown if a surgical intervention was planned.